Event description:
It was reported that the patient presented remotely. Review of remote transmission revealed that the pacemaker exhibited premature battery depletion and overestimation of battery longevity. The reported device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of overestimation of longevity and premature battery depletion were not confirmed. As received, a device was returned for analysis. Electrical test and longevity assessments did not identify any anomalies.